Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump had motor error, they rewound it and insulin pump worked fine, but customer was getting motor error again. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.